Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent beeping from the mobile power unit was not confirmed. The submitted log file spanned approximately 3 days ((B)(6) 2020 to (B)(6) 2020 per the timestamp). There was no notable alarm relating to the mobile power unit. The mobile power unit was not returned for analysis. Per provided information, the serial number of the mpu cannot be provided. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced unknown mpu alarms. The mpu was troubleshooted with no issues. The patient was placed on the power module and a loud constant alarm was heard the driveline was manipulated. No further informaiton was reported.